Manufacturer narrative:
Stryker evaluated the customer's device and verified that the event code was logged in the device's memory. Stryker replaced the therapy pcb. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the observed issue was determined to be failure of the therapy pcb.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
The therapy pcb was sent back to the stryker product assessment center (pac) for evaluation. The pac technician found a shorted diode, causing the error codes. The root cause is a shorted diode from the therapy pcb.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.